Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) alarm that occurred during dwell 5 was not confirmed due to lack of sample. The cause was undetermined. The lot number was unknown therefore, a batch review was not performed. Label review was not performed as use error was not suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 5 of 5 on the home choice (hc). The hp cycled the power and the alarm cleared. The hp would complete therapy with manual supplies and the technical service representative referred the hp to the registered nurse (rn). The hp contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The hp resumed therapy the following night on the cycler and did not do a manual exchange. The hp has contacted his peritoneal dialysis nurse (pdrn) about the alarm. There was patient involvement; however, no patient injury or medical intervention was reported.